Manufacturer narrative:
Concomitant medical products: w4tr03 crt-d, 439888 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain. Possible atrial over sensing of non physiologic signal causing false arrhythmia detection was noted on the right atrial (ra) lead.  The lead remains in use.  No patient complications have been reported as a result of this event.